Event description:
Device malfunction: filter basket retrieval issue. Time of malfunction: during the procedure in 2006. Symptoms/ae: none. It was reported that during the stenting procedure of the left internal and common carotid artery, the rx accunet recovery catheter 2 repeatedly became caught on stent struts and would not advance. Recovery catheter 1 was advanced through the stent and the filter basket was successfully retreive. No additional information was available. Capture 2 study event.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.